Event description:
The left breast implant ruptured and the right breast implant bled. A bilateral capsulectomy with implant exchange to gel implants due to rupture was done. The right implant appeared to be for the most part intact, but there was significant gel extravasation. All gel was removed from the capsule. The capsule was then detached, leaving a small portion of the posterior capsule which was adherent to ribs. It was noted that, at previous augmentation, the pectoralis major had not been released inferior medially. The left implant had a very thin capsule over the rupture at this point. The anterior surface of the capsule was dissected free and dissection carried out posteriorly to the extent possible prior to removal of the implant. The implant material was removed and this was a complete disruption of the shell, with almost no gel material remaining within the shell. Silicone contamination was minimized and, after completion of the capsulectomy, the wound was copiously irrigated free of any gel material as much as possible. The wounds were again irrigated and inspected for hemostasis. They were packed temporarily.

Event description:
Report received indicated difficulty withdrawing the angioguard device from the pt. The pt was enrolled in the study and angioplasty procedure was performed in 2007. The pt is symptomatic with a medical history of coronary artery disease. The left ostium/proximal internal carotid artery was the target lesion measuring (5.5x20) mm (ref diameter by length) and had 90% stenosis. The lesion was severely calcified, eccentric and ulcerated, however, there is no thrombosis. The vessel's tortuosity is unk and lesion was predilated. Arch type I was noted. There is no info regarding the contralateral side. An angioguard device was utilized during procedure for embolic protection and was deployed without difficulty. Subsequently, a precise stent was deployed successfully.

Manufacturer narrative:
Please note that it was previously reported that the vessel treated for this patient enrolled in the (B)(4) study was the proximal to ostium of the left internal carotid artery. However, additional information was received that the vessel treated was revised to the ostium of the internal carotid artery only. No further updates were provided nor were any further adverse events reported. Therefore, no additional information is available at this time.

Manufacturer narrative:
When attempting to retrieve the angioguard, the basket was caught in the stent struts not allowing the device to get through the stent. Therefore the filter was repositioned in the vessel. Subsequently the stent was post dilated and thereafter the angioguard was retrieve without difficulties. The event was related to the procedure per medical personnel. A 10% residual stenosis remained in the target lesion. There was no adverse consequence to the pt. During procedure, heparin was administered. Neurological examinations were performed pre and post index procedure demonstrating a 0 ranking scale value. The pt was discharged in 2007.